Event description:
It was reported that prior to surgery that the black security tab was broken. There was no harm or injury to patient and no reported delay. Due diligence is complete. No additional information is available. Upon investigation, it was determined that the lever was damaged.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: spain review of the most recent repair record determined the lever was damaged. The lever was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.